Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an alert for high rate pacing. There were no additional adverse patient effects reported. Additional information was received that therapy has been turned off per the family not wanting tachy therapy.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.